Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two revaclear 300 dialyzers, two internal blood leaks were observed, specified as ¿blood leaking from fibers¿. It was reported the patient was receiving treatment when an internal dialyzer blood leak was observed. Treatment was discontinued without returning the extracorporeal (ec) blood to the patient. Treatment was restarted with a new revaclear 300 dialyzer; however, another internal blood leak was observed and treatment was discontinued without returning the ec blood to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H9: 3006552611-05/24/19-001-r. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. No leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.